Event description:
It was reported that the pump had downstream occlusion issues. No patient involved, no injury or clinical consequence. No further info, event date unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.